Event description:
This spontaneous report was received on (B)(6) 2013, from a female consumer (age unspecified) reporting for self from (B)(6). The medical history and the concomitant medications were not reported. On an unspecified date, the consumer started using the o.b tampons regular absorbency one tampon, three occasions, vaginally for menstruation (lot number 0823m8851, expiration date unspecified). She stated that on all the three occasions the string became unattached from the tampons while inserted, when she tried to remove them and the tampons got stuck in her body. After an unspecified duration, she was able to remove the tampon by herself. The action taken with the device was unknown. This report was assessed as non-serious. The company causality was assessed as related. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
This foreign report is being submitted 26-nov-2013, for a device product that is considered same/similar to a us marketed device (ob regular non-applicator 40s). This is a follow up submission for the second product in this case. The manufacturer report number for this submission is 8022269-2013-00109. The manufacturer report number for the first and third product in this case is 8022269-2013-00108 and 8022269-2013-00110 respectively. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6)-2013, from a female consumer (age unspecified) reporting for self from (B)(6). The medical history and the concomitant medications were not reported. On an unspecified date, the consumer started using the o.b tampons regular absorbency one tampon, three occasions, vaginally for menstruation (lot number 0823m8851, expiration date unspecified). She stated that on all the three occasions the string became unattached from the tampons while inserted, when she tried to remove them and the tampons got stuck in her body. After an unspecified duration, she was able to remove the tampon by herself. The action taken with the device was unknown. This report was assessed as non-serious. The company causality was assessed as related. This report was considered a reportable malfunction case in the united states. Additional information received on 08-nov-2013. The sample was received on 30-oct-2013. A visual/physical inspection and string test of all of the 12 returned tampons was performed. This inspection confirmed that after performing string test, 02 ob regular tampons have broken string. Field sample verification was confirmed. A review of the trending data revealed no unfavorable trends and no trend for the reported lot number. A manufacturing and packaging batch record review revealed that the process was executed as per established parameters and procedures. All in-process checks were performed with acceptable results. No incident in regards to process deviations or any atypical situation that may be associated to this type of complaint was observed. Visual inspection of the retain sample revealed no anomalies identified related to this complaint. Device met specification. Review of related product changes revealed no changes. Complaint trends would be continued to be monitored. This report remains non-serious. This report was considered as reportable malfunction case in the united states.

Manufacturer narrative:
This foreign report is being submitted for a device product that is considered same/similar to a us marketed device (ob regular non-applicator 40s). This is an initial submission for the second product in this case. The manufacturer report number for this submission is 8022269-2013-00109. The manufacturer report number for the first and third product in this case is 8022269-2013-00108 and 8022269-2013-00110 respectively. This closes out this report unless other additional significant information is received.